Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. The platelet collection set is not available for return because it was discarded by the customer. This product is not available within the us, but this report is being filed due to an alleged failure that could occur on a similarly marketed device platform cleared for use by the FDA.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. A leukoreduction failure of the platelet product can occur when the separation within the lrs chamber has been disrupted or the lrs chamber holding capacity has been exceeded. Possible causes include but are not limited to: wbc count methodology, rbc spillover, centrifuge stopped, rbc detector calibration error, possible air block, donor physiology, the orientation of the tubing as loaded in the centrifuge hex holder and the compromised structural integrity of the plasma tubing. Effectively, there is a certain orientation in the hex holder that allows for the rbc line to lie on top of the plasma line and, under certain flow conditions, may cause the plasma line to pinch off. This in turn causes higher flow through the lrs chamber, which may lead to elevated levels of wbcs in the platelet product. Corrected corrective action: "an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations." As provided in supplement 2, and during investigation it was determined that this CAPA is not applicable to this event.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 corrective action: an internal CAPA has been opened to evaluate white blood cell (wbc) contamination in relation to a recent increase in the number of reported wbc contaminations. Investigation is in process. A follow up report will be provided.